Event description:
The rotator broke during use. Pressure limit was 900 psi. No report of harm or injury. The customer reported four defective but has not provided add'l details and clinical info for the add'l events. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: device history record was reviewed, complaint data base was reviewed.